Event description:
Upon performing ablation w/the device the distal part of the handle was note to be warm. The ablation took about 100 seconds. Upon trying to remove the device the sheath was noted to be burned and the fan could not be completely retracted. The device was removed partially opened. After removal a hysteroscopy was performed to ensure uterine and endocervical integrity. All was normal.